Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced intermittent elevated pump powers. Heparin gtt was re-added. The aortic valve appeared to open with each systole on the limited images. When the hospital staff attempted to increase the pump speed at 9400 rpms, the patient felt dizzy, so the speed was decreased to 9200 rpms. The log file was reviewed and revealed some power elevations, and some of the elevations occurred at the time of pi events and some did not. Additional information received from the vad coordinator on (B)(6), 2012 stated that the patient has not had any further issues and was discharged to home.

Manufacturer narrative:
The device remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.